Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unit received unable to perform the displacement due to detached and broken off end cap and also received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer is called to report physical damage to the reservoir compartment. Product is expecting to return.